Manufacturer narrative:
Product event summary: the lead was not returned for analysis; however, the lead data from the device memory was received and analyzed. Analysis of the device memory indicated the right ventricular lead integrity alert. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Concomitant product: d314trg ICD, implanted: (B)(6) 2012; 1258t lead, implanted: (B)(6) 2012.

Event description:
It was reported that the patient was presented to the emergency room (ER) due to a lead integrity alert (lia) for noise oversensing and sensing integrity counter (sic) on the right ventricular (rv) lead. The lead was programmed off until lead revision. Lead revision found that the lead had fractured. The lead was capped and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.